Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, on the first occasion the pump and transmitter may have been over 20 feet apart; however this could not be confirmed and the issue persisted after the devices were moved within range. A root cause could not be determined. A replacement transmitter was sent to the customer.